Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4), implantable cardioverter defibrillator (ICD), implanted 2012 (B)(6); product ID 694965, implantable tachy lead, implanted 2006 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a header connection issue. Also, the right atrial (ra) lead had noise associated with it. The ICD was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.